Manufacturer narrative:
Device used for treatment, not diagnosis. Patient initials, dob & weight not available for reporting. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4) used for: the complainant reported bone fragment of proximal epiphysis started inverting and de-rolling. Then after one week, the surgeon noted a¿ falling image of the bone fragment". At the time of this review, it is unknown which implant penetrated the greater tubercle and there is no allegation of a device malfunction. Should further information become available this determination will be reviewed accordingly. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a multiloc proximal humeral nail, three multiloc screws and two self-tapping locking screw were used in a surgery for proximal humeral surgical neck fracture on (B)(6) 2016. A surgeon could not use ascending screws because the patient was small. The surgeon used three multiloc screw (ø4.5 l38 tan), a locking screw (ø3.5 self-tap l30 tan) and a locking screw (ø3.5 self-tap l32 tan). There was nothing wrong with an insertion portion of the nail. As he checked x-ray photography of the next day, he confirmed that bone fragment of proximal epiphysis started inverting and de-rolling. Then after one week, he confirmed a falling image of the bone fragment. The patient did not feel so much pain, probably because the patient has dementia. From CT images, he found a mark that the implant penetrated a greater tubercle. A surgery to remove the nail and replace it with an artificial shoulder bone head is planned on (B)(6) 2016. Complaint involves 6 parts. This report is 6 of 6 for (B)(4).

Manufacturer narrative:
Both adverse event and product problem were check. Should be only adverse event. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
N/a